Event description:
Medwatch report received with report that tubing had broken away from the attachment end, causing tpn to leak. Per medwatch "pt infusing tpn (total parenteral nutrition) infusions. Before morning labs, pt's central line dressing was changed. During central line change, rn noticed that tpn tubing had come disconnected from central line. Upon further investigation, tubing had broken away from attachment end (attachment end still connected to pt). Y-connector removed from pt's line and given to supervisor." No harm to pt. Although requested, no further info has been provided.

Manufacturer narrative:
(B)(4). Although the device has been requested and the customer indicated the device is available per the medwatch, the device has not been received for eval. A f/u report will be submitted should the device be received for eval.